Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit was returned to caire's langenfeld, germany facility for evaluation. The unit passed all functional testing relating to flow, pressure, and ner. The leak could not be recreated during testing. The unit had no sign of damage other than the broken strap carabiner. It appears excessive force was applied to the strap, though no definitive root cause of the broken strap carabiner could be established. During the risk managment process, caire conducted shoulder strap testing (plox-trp-1002, plox-trp-1004) prior to this adverse event and demonstrated the safety and acceptability of the shoulder strap under normal use. Note that the carabiner is affixed to the strap and is considered a single unit. The strap brake force was exceeded, which is several times higher than normal force under use condition. The stroller risk assessment (plox-ra-002 rev l) was reviewed and found to be adequate without revision. The dfmeca handling assessment addressed material wear in the strap fabric and fastener leading to potential drops and incidental cryogenic injury from liquid oxygen spill. Risk control measures include strap testing as noted in the conclusion above; risk was reduced as far as possible.

Event description:
Patient stated part of the carabiner on the shoulder strap broke while carrying the stroller. The device fell to the ground and some oxygen escaped. The patient suffered minor injuries to his forearm.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire customer service has requested the unit be returned to caire's langenfeld, germany facility for evaluation. A final report will be submitted with the results of the investigation if the unit becomes available for evaluation.